Manufacturer narrative:
(B)(4). Date sent: 5/3/2023. Additional information was requested and the following was obtained: the surgery turned into open surgery because they needed to perform anastomosis of the colon-rectum, this event is not attributed to the failure of the forceps. The patient had previous anastomosis, so the tissue was hard and still contained staples from the previous surgery. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. H1 - type of reportable event.

Event description:
It was reported that during the anastomosis surgery began laparoscopically the device was used for tissue resection. About an hour after the procedure began, the console began to show the error "replace the blades and reactivate", for which it was requested to clean the blades again of the device and it worked again. This alarm sounded again on several occasions. The surgery was later converted to open surgery, so the device was used to seal vessels from the patient's rectum, the error continued to appear until the console displayed a "replace instrument" error and the blades broke off the back. Side. The doctor attributes the failure of the instrument to the tissue, because the patient had a previous anastomosis, causing the tissue to be more fibrous, likewise, he comments that there is a probability that the device touched one of the staples of the previous anastomosis. Therefore, the failure of the tweezers is attributed to this situation.

Manufacturer narrative:
(B)(4). Date sent: 4/17/2023. D4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the indication for the surgery? What anatomy was the device being fired on when the alert screen to clean and replace the blades and reactivate were received? Was the broken jaw able to be retrieved? What is meant by ¿the failure of the tweezers is attributed to this situation?¿ what is the patient's current status? Additional information was requested and the following was obtained: the surgery turned into open surgery because they needed to perform anastomosis of the colon-rectum, this event is not attributed to the failure of the forceps. The patient had previous anastomosis, so the tissue was hard and still contained staples from the previous surgery. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.